Event description:
Advancement difficulties of a sapien 3 ultra valve and delivery system through the esheath resulted in valve frame damage. Removal of the devices contributed to a vascular injury. As reported by our edwards affiliate in germany, during a transfemoral tavr procedure, the push force from the 23mm sapien 3 ultra valve and commander delivery system through the 14fr esheath was high, then became 'normal'. The valve was able to be advanced through the sheath. During the valve alignment process, it was noted that the valve frame appeared to be damaged. The decision was made to remove the devices. The sheath, valve and delivery system were removed. A new sheath, sapien 3 ultra valve and delivery system were prepared and successfully used for the procedure. Following valve deployment and removal of the devices; it was noted that a vascular injury had occurred. The patient was transferred to the operating room and the injury was surgically repaired. At the time of the report, the patient was doing well. Pre-decontamination evaluation of the returned valve indicated 3 inflow struts were bent backwards almost 90 degrees. Frame distortion was also observed.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Manufacturer narrative:
The esheath, sapien 3 ultra valve and commander delivery system were returned to edwards for evaluation. Pre-decontamination inspection of the returned sheath revealed the liner was torn. The tear measured approximately 100mm from the tip. The distal tip was also split. No functional testing was able to be performed due to device return condition. Dimensional analysis of the liner thickness at the liner tear revealed all measurements were within specification. No applicable dimensional testing was able to be performed on the distal tip due to the nature of the complaint event. Case imagery review revealed notable calcification and tortuosity present in the patient's vessels. Procedural imagery indicated the valve struts were bent at the inflow side. Liquid was also present in the delivery system balloon in the procedural and post-procedural imaging. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. The complaints for 'resistance between system components - difficulty advancing through sheath', 'failure - sheath liner torn' and 'failure - distal tip split' were confirmed based on the condition of the return device. A manufacturing non-conformance was not identified. Reviews of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. A product risk assessment (pra) was previously initiated to capture the product risk assessment and a CAPA was previously initiated to capture further investigation and corrective/preventative activities. As reported, 'the difficulty was experienced when the delivery system was full through the esheath.', and 'it was mentioned that the push force was high than 'normal'. The difficulty was experienced when the delivery system was full through the esheath.' Per the IFU/training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' Patient factors such as calcification can reduce the vessel lumen diameter and can create a constrained condition resulting in difficulty during the advancement of the delivery system. Furthermore, tortuosity can create suboptimal angles that can lead to non-coaxial alignment between the devices. Non-coaxial advancement of the delivery system through the sheath can lead to increased friction and resistance. This increased resistance can then lead to a strut catching onto the liner, this compounded with high push force can then cut through the liner and continue cutting as it is pushed through the esheath till the distal tip. This can result in the experienced resistance during delivery system advancement through the sheath. Pre-decontamination evaluation revealed a liner tear and a distal tip split. In this case, it is possible difficulty was encountered during delivery system advancement through the sheath so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts interacting with the sheath shaft and resulted in the strut damage at the inflow. Available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the damaged frame, liner tear and distal tip split. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-06704.